Event description:
It was reported that the tower monitor shut down during a procedure. The procedure was halted, while a circuit breaker was reset. The monitor worked for some time, and then went blank again. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details available.